Event description:
It was reported that device entrapment occurred. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. During an attempt to remove the catheter, difficulties occurred and the wire and catheter were removed together and replaced. The catheter was intact with no visible damage. There were no patient complications.

Manufacturer narrative:
Date of event has been estimated based on aware date.